Event description:
It was reported that the pt had a workplace accident where he was struck over his implant. Since then, his hearing performance has decreased. There was no visual damage to the audio processor. A revision surgery was planned for (B)(6) 2013. To date it is not confirmed if it has taken place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.